Event description:
Philips received a complaint by the biomedical engineer (bme) on the v60 indicating that the data acquisition (da) printed circuit board assembly (pcba) was fried and smoking after it was replaced to resolve a 100a "da pcba adc reference failed" error. It was reported that there was no patient involvement at the time the issue was discovered. The biomedical engineer (bme) called technical support to report that the data acquisition (da) printed circuit board assembly (pcba) was fried and smoking after it was replaced to resolve a 100a "da pcba adc reference failed" error-- the bme found that the chip was fried upon trying to put the old da pcba back in the device and removed the damaged parts. The remote service engineer (rse) created an onsite work order (wo) to have the device evaluated and repaired. An authorized service provider (asp) was dispatched onsite, and upon arrival, the asp replaced the motor controller (mc) pcba, central processing unit (cpu) pcba, and pm pcba to resolve the issue. The device passed the required performance verification tests per philips standard and was returned to service. The investigation concludes that no further action is required at this time.